Manufacturer narrative:
The event of death is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported the patient died. Cause of death reported: "metastatic large cell lymphoma".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl, seroma-late, abscess, lymphadenopathy, hematoma and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. (B)(4). The reason for reoperation is enlarged lymph nodes, abscess, alcl, hematoma, a breast mass, seroma, swelling and pain further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported enlarged lymph nodes, abscess, alcl, hematoma, a breast mass, seroma, swelling and pain. This record is for the left side. Device was explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).